Event description:
Customer reported that a static mlc was dropped from one treatment field. The user continued to treat 24 out of 25 fractions without the multi-leaf collimator (mlc) on this field.

Manufacturer narrative:
Varian reviewed relevant patient data and treatment plan files provided by the customer for the event in question. Investigation results indicate that the user accidentally deleted the treatment plan mlc parameters while attempting to edit a non-treatment set-up field. There were no malfunctions detected, and evaluation of the data concluded that this was a case of use error. This report is being filed because varian cannot rule out the possibility of serious injury to the patient as a result of this adverse event. Varian is evaluating possible product improvements to reduce or eliminate these types of workflow errors. An MDR was previously reported for a similar event, reference MDR# 3003094912-2007-00004.